Event description:
Procedure type: varicose veins of left leg. According to the reporter: while using the port on varicose veins of left leg, it was found that the distal end of the cannula was chipped. The piece was left in the pt's cavity. There was no additional bleeding and no tissue damage. Operative time was not extended more than 30 mins. No pt injury was reported.

Manufacturer narrative:
(B)(4).